Event description:
The user facility reported the sterilizer alarmed due to a door being unsealed. Fire alarms were activated, however, there was no fire department response or evacuation. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the steam valve had opened due to the control pressure on the steam generator being too high, allowing steam to leak. The technician replaced the control and valves; he confirmed the unit was operational and returned it to service. Investigation of this event is in process; a follow up report will be submitted once additional information is available.

Manufacturer narrative:
The steris service technician inspected the unit and stated that the door seal alarm activated as the boiler overfilled due to a clogged fill probe. The clogged fill probe caused intermittent signals to be sent to the generator control board. The technician further stated that the generator control pressure was set above 100psi which should be set at 90psi.